Event description:
A report was received that the clik anchors were causing the patient pain. The patient will undergo a revision procedure wherein the clik anchors will be removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the clik anchors were causing the patient pain. The patient will undergo a revision procedure wherein the clik anchors will be removed.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the clik anchors were removed to try and reduce some of the pain she was having at the incision site. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the clik anchors were causing the patient pain. The patient will undergo a revision procedure wherein the clik anchors will be removed.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. There was no device malfunction suspected.